Manufacturer narrative:
Omit a1402 - excess flow or over-infusion (1311) additional information: imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving an unspecified fluid. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving an unspecified fluid. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an over infusion of heparin. A 250ml heparin bag started at 05:35am and programmed to run at 14.5ml/hr and expected to last for 17 hours. However, it was noted that the majority of the medication was gone by 08:15am. As a result, the patient had elevated lab tests and mild oozing from different sites, for example, oozing from the patient's IV site. The patient required an antidote, protamine sulfate, to reverse the heparin over infusion. The patient was ok after the event.

Event description:
It was reported an over infusion of heparin. A 250ml heparin bag started at 05:35am and programmed to run at 14.5ml/hr and expected to last for 17 hours. However, it was noted that the majority of the medication was gone by 08:15am. As a result, the patient had elevated lab tests and mild oozing from different sites, for example, oozing from the patient's IV site. The patient required an antidote, protamine sulfate, to reverse the heparin over infusion. The patient was ok after the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported an over infusion event involving an unspecified fluid. There was patient involvement but the information on patient impact is not known.